Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the his lead was screwed in the threshold was high and after changing the position and obtaining good thresholds, pacing was no longer good. The lead was attempted three more times and the thresholds were again either unstable or too high. The lead was removed and replaced successfully with a different his lead. No patient complications have been reported as a result of this event.